Event description:
A malfunction alarm was reported when the pump died and was plugged back in, after which the malfunction was resolved. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was told to continue using the pump and advised to call back if the malfunction recurred, which the customer acknowledged.